Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given visual examination; this confirmed the downstream occlusion sensor seal was broken. This issue likely led to the reported problem. The issue was determined caused by the faulty component.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a downstream occlusion alarm. This occurred while testing. There was no patient involved.